Event description:
The customer reported that the cuff of the tracheostomy tube blew while inserting it in the pt's airway. She did not know if the cuff was pre-tested. She stated that this was the primary tracheostomy tube; it was removed and the pt was re cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.